Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event. H6: imdrf device code a090402 captures the reportable event of snare unable to deliver energy. Imdrf device code a050702 captures the reportable event of snare loop unable to cut.

Event description:
It was reported to boston scientific that a captivator ii snare was used during an unknown procedure performed on an unknown date. During the procedure, the polyp could not be resected due to energization problem. Even after switching to cold resection, it still could not be resected. The snare was securely attached to the active cord and no visible problem was noted with the cautery pin. The procedure was completed with another different device. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.